Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Only a portion was returned, confirming the fiber break. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the thumb of the physician being burned. The reported burn is a known risk associated with use of these devices as indicated in the instructions for use. The IFU instructs the user to carefully inspect the fiber for kinks, punctures, fractures or other damage and if the fiber appears damaged to not use the device. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review. Conclusion codes of cause traced to component failure and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that during a flexible ureteroscopy procedure for renal stones, the fiber used broke several times and it was needed to use another fiber to complete the procedure. There were no patient complications.

Event description:
It was reported that, during a flexible ureteroscopy procedure for renal stones, the fiber used broke several times. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Only a portion was returned, confirming the fiber break. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the thumb of the physician being burned. The reported burn is a known risk associated with use of these devices as indicated in the instructions for use. The IFU instructs the user to carefully inspect the fiber for kinks, punctures, fractures or other damage and if the fiber appears damaged to not use the device. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review. Conclusion codes of cause traced to component failure and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that, during a flexible ureteroscopy procedure for kidney stones, the fiber used broke several times. Another fiber was used to complete the procedure. There were no patient complications.